Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device fell apart during a surgical procedure was confirmed. An assessment was performed and it was found that the device was generally broken/torn off. It was further noted that the clutch shaft was demolished, and the color ring was damaged. The assignable root cause was determined to be due to mishandling, which is defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during a hip replacement surgery, it was observed that the attachment device fell apart. According to the report, the device fell apart 30 centimeters from the patient. There were no delays to the schedule surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact event date was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial: reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.